Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00347. It was reported the patient had trial lead removed and during the removal copious amount of blood emitted from the site where the lead was placed. The doctor removed the leads with no problems however the doctor could not stop the blood by applying pressure. The patient also complained of chest and abdominal pain. The patient was taken to the hospital and admitted to ICU. The patient was diagnosed with an epidural hematoma and treated with platelets. The patient was in ICU for 2 days and recovered with no further complications.